Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 32 mmol/l at the time of the event. The customer's current blood glucose level was 15 mmol/l and insulin flow was blocked. The customer was treated with an insulin pen. Troubleshooting was performed. The auto mode feature was not active at the time of the event. The customer was using the insulin pump system within 48 hours of the reported high or low blood glucose event. The customer will discontinue the use of the insulin pump, and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer experienced high blood glucose. The device was returned for the analysis.

Manufacturer narrative:
Retainer ring =black. Case type = ngp. Customer returned pump for alleged high bgs and insulin flow blocked were found on (B)(6) 2022. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0870 inches. Unit was successfully downloaded using thus and carelink. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2022 20:13:26.000 in pump downloaded history during basal/bolus. Pump was cut open to perform visual inspection and found moisture damage on the motor assembly. Force sensor zero offset within specification with 24.3mv. Motor was tested outside of unit it passed. P-cap was attached and locked into place properly. The following were noted during visual inspection: scratched case, stained keypad overlay and pillowing keypad overlay. No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. No unexpected insulin flow blocked alarms noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.